Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02657. The pt received an scs system, including an ipg and a percutaneous lead, for the treatment of migraine headaches (off-label). It was reported one of the scs systems was explanted and not replaced due to infection at the ipg pocket. Cultures of the infected area were taken; however, the results have not been provided to the manufacturer. There has been no allegation from a health care professional indicating the infection was device related. The pt will be reimplanted at a later date. The explanted products were retained by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.